Event description:
Screwdriver broke during surgery. Surgery was completed using another available product. No adverse consequences were reported.

Manufacturer narrative:
Investigation in progress, but not yet complete.